Event description:
It was reported that the user¿s cartridge disconnected from the ilet pump overnight due to an unlocked infusion set connector, leading to hyperglycemia; the user planned a full supply change and declined a walkthrough. Symptoms included elevated blood glucose of 297 mg/dl without reported hypoglycemic events, injuries, or hospitalization. Outcomes included temporary interruption of insulin delivery with user-led correction through replacement of the infusion set, connector, and cartridge. Investigation included complaint intake and troubleshooting with user education regarding proper connector locking and full set replacement. Investigation of this case revealed improper deployment or attachment of the infusion set connector, consistent with user report and compatible device components. It was concluded, based on previously established findings for similar reports, that the cause was user technique associated with infusion set connection.